Event description:
Boston scientific crm received information that this patient's device eroded from the skin. The pacing system was removed and sent to the hospital laboratory to be cultured. Therefore, they will not be returned. Boston scientific did not make the explant date available and it was not made clear if the event date was the day the infection was discovered or if it was the date the system was removed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.